Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the right ventricular (rv) lead exhibited over sensed noise. The physician explanted and replaced the lead. The patient condition was unknown.